Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a biopsy was applied in a different location in the brain than intended with the brainlab device involved, despite according to the hospital: the surgery was only to retrieve diagnostic samples, not to remove or treat the lesion the final outcome of the surgery was successful as intended, with the desired diagnostic sample received (at the second pass). There was no harm or negative clinical effect to the patient due to this issue (also not due a repeat of surgery/anesthesia). There were no further remedial actions necessary (besides a repeat biopsy to collect additional samples, which was successful as intended and performed with the same navigation system). There was no prolongation of hospitalization. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviated biopsy path by approx. 11 mm medially and 15 mm inferiorly at the entry point and approx. 2.3 mm medially and 3.9 mm inferiorly at the target point from the final (intraoperatively updated) planned trajectory was most likely due to a movement of the patient's head relative to the patient reference from an insufficiently rigid fixation and/or inadvertently applied forces after registration was initially performed. A movement of the patient's head relative to the patient reference (or vice versa) cannot be recognized or compensated by the navigation software and can result in a deviation of the actual patient anatomy compared to the registered preoperative image dataset on which tracked instruments are displayed in navigation. Details: an insufficient secureness of the patient's head within the head holder that exists from the start can potentially result in head movement that occurs during the procedure. This could explain the inaccuracy after draping when the first varioguide alignment was not correct to the marked skin entry point and the deviated biopsy path from the planned trajectory later on in the procedure. The direction of the deviated biopsy path could fit to the expected direction of head movement in the head holder based on the patient's positioning (with head turned to the left, the head could have slipped further to the left and downward, based on the direction of applied forces and gravity). An intraoperative update of a planned trajectory using navigation does not correct for the introduced deviation between the actual patient anatomy and the registered preoperative image dataset. Therefore, an intraoperatively updated planned trajectory's position and path as seen on the registered preoperative image dataset will not be accurate to that same position and path on the actual patient anatomy if the registration is no longer accurate, even though the tracked biopsy needle in navigation had accurately followed the planned trajectory. Apparently, the resulting deviation in the navigation display was not detected by the user with the appropriate and necessary accuracy verification checks after draping and throughout the entire procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a biopsy for retrieval of a diagnostic sample for a right parietal lesion (near right ventricle) approx. 6.07 cm³ in size and approx. 51 mm in depth from the surface, has been performed with the aid of the brainlab navigation version 3.1.3 (on (B)(6) 2020). The preoperative MRI scan used with navigation was acquired 2 days before the surgery. A trajectory was planned. During the procedure the surgeons: positioned the patient in a supine orientation in a non-brainlab head holder, with the head turned to the left, and attached the unsterile 4-sphere standard reference array for navigation. Performed the image registration with surface matching, acquiring registration points using the softouch on the patient's skin surface to match the display of the navigation to the current patient anatomy, verified the accuracy and accepted the registration to proceed. Marked the skin incision using the softouch according to the entry point of the pre-planned trajectory removed the unsterile reference array, draped the patient, and attached a sterile reference array. Adjusted the varioguide, aligned it to the preplanned trajectory, and detected that the inserted brainlab-distributed biopsy needle would not hit the marked skin incision updated the entry point of the planned trajectory to match the marked skin incision, reset the varioguide and aligned it to the updated trajectory (the needle now hit the marked skin incision). Moved the varioguide out of the way and performed skin incision and burr hole without aid of navigation (i.e. Only relying on the previously marked entry point on the skin). Experienced difficulties again when realigning the varioguide over the planned entry point (the inserted biopsy needle would hit bone and not pass through the burr hole). Only on the third attempt, after two additional updates of the planned trajectory (in entry and target point) and with some extension of the burr hole at the edges, the biopsy needle passed through the burr hole. Collected several samples and waited for the pathology result leaving the biopsy needle in place. After learning that the samples were not diagnostic, inserted the biopsy needle further down and collected more samples, which were confirmed as pathological tissue, before closing the patient. A post-operative CT scan showed a deviation of the actual biopsy needle path from the final (intraoperatively updated) planned trajectory by approx. 11 mm medially and 15 mm inferiorly at the entry point and by approx. 2.3 mm medially and 3.9 mm inferiorly at the target point. According to the hospital/surgeons: the surgery was only to retrieve diagnostic samples, not to remove or treat the lesion. The final outcome of the surgery was successful as intended, with the desired diagnostic sample received (at the second pass). Despite not favored by the surgeons, but due to pathology's insistence, a repeat biopsy to retrieve more pathological samples was performed the next day, on (B)(6) 2020, and was completed successfully with aid of navigation (same system), using a different/more anterior trajectory and burr hole. There was no harm or negative clinical effect to the patient due to this issue (also not due to repeat of surgery/anesthesia). There were no further remedial actions necessary. There was no prolongation of hospitalization.